Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, physician stated the incontinence was believed to be likely related to atrophy. The physician explanted and replaced the device. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 435954003. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # : (B)(4). Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 436477004. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence and atrophy are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence and atrophy are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 435954003, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) # : (B)(4). Model number/catalog number: 72400098, serial number: n/a, batch/lot number: 436477004, model/catalog description: control pump fgs, unique identifier (UDI) # : (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician explanted and replaced the device. There were no further patient complications.